Event description:
The account alleged that the bed is not sending a nurse call. He has pulled the dummy plug and has the same issue.

Manufacturer narrative:
Tech support sent the account a sidecom circuit board to repair the bed. The account has not completed repairs.